Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The patient reported diaphragmatic stimulation. Further low sensing values and high pacing threshold measurements were noted by the physician. A fluoroscopic image confirmed the lead dislodgement. This ra lead was explanted and will be returned for analysis. A new competitor lead was implanted successfully with good lead measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.